Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report in which a customer reported a delivery issue. The report is as follows: "wrong quantity of freestyle libre sensor dispensed to pt. Pt billed for 2 sensors and 28 daysupply when received 1 sensor and 14 day supply." No further information was reported. There was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.